Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an error 13 while using the device updater to update their pump. Reportedly, the customer was unable to continue the update process and was unable to use the pump. During troubleshooting, tandem technical support advised for the customer to attempt to put the pump in storage mode; however, the customer was unable to do so. The customer attempted to unplug the pump then reconnect it to the computer; however, the issue was not resolved. The customer plugged the pump into a wall outlet; however, the issue was still not resolved. There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.